Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure an attempt was made to place a stent distal to this previously implanted stent, contrary to the IFU. The undeployed stent became entrapped inside the implanted stent and separated from the delivery system. The retrieval of the separated stent resulted in the explantation of the initially implanted proximal stent. Another co's stent was placed to cover the site of the explanted stent. Reportedly, no pt injury occurred.